Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the post operative care changed based on the length of the prolonged procedure?

Event description:
It was reported that during a laparoscopic rectum procedure, the device did not staple but cut. Patient was sutured by hand. Procedure was prolonged by two hours. No further information is available.